Event description:
It was reported that the patient has expired after an implant duration of approximately 1.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired or was damaged at the tip at 92,308 joules. The device was not returned for eval.

Event description:
The physician reported she removed and replaced the iol due to her observation of a foreign substance in the optic. The lens was replaced 2 weeks postoperative.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) for the architect cea and hepatitis b surface antigen assays. The customer changed the level sensor and performed other troubleshooting procedures. The abbott field service engineer obtained the customer's result log for evaluation. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessels (rv), list # 7c15-01, lot #69684p100, expiration: n/a upon further review, an additional suspect rv lot, 69684p100 was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. Troubleshooting was not performed. Nothing further was reported.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 69684p100, device MFR. Date: 10/7/08, expiration date: na. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.